Manufacturer narrative:
D1, d4, g4: product ID is unknown and 510k is unknown. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient implanted with cage having l2 posterior ingress vertebral resection/replacement (pvcr), t12-l4 posterior fixation therapy for second lumbar vertebral fracture, pseudoarthrosis. It was reported that after placing the cage from the left posterior side and attempting to remove the inserter, the cage, still connected, was inadvertently pulled out of the surgical field. After placing the cage, the lever of the inserter was returned to the unlock position (connection released) before removal, but for some reason, the connection between the inserter and cage might not have been fully released. At that time, the cage caught on the dura mater, which led to a 3mm dural injury. The damaged area was sutured under a microscope, resulting in an approximately 30-minute extension of the surgery time. The reported inserter and cage were used again. No issues occurred during the second placement. The device was used in accordance with IFU. There were no further complications reported regarding the event.